Manufacturer narrative:
Data was unable to be extracted from the device during the first download attempt due to a "connection failed" message occurring twice when trying to pair with a master pdm. Device was set aside for 80 hours, however, data was still unable to be extracted due to the device failing to connect. The device was received with the adhesive pad attached to the bottom housing. The adhesive pad and adhesive pad's welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the reported event could not be determined. The cause of the reported adhesive pad failure could not be determined. The received device had the cannula assembly fully deployed and the formed needle completely retracted. The needle mechanism, bottom housing, and adhesive pad were inspected, and no damages or defects were found that would contribute to a dislodging of the cannula. Cause of dislodged cannula could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels reached 20 mmol/l (360 mg/dl) with ketones present, while wearing the pod less than an hour on the arm. The patient noted the adhesive was loose and the cannula had dislodged from the infusion site. A new pod was applied to treat the hyperglycemia.